Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if therapy was ongoing at the time of death. It was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.